Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. Upon interrogation noise was noted on the right ventricular lead. The device was reprogramed which prevented the noise from being sensed. The patient was stable and would be continually followed.